Manufacturer narrative:
(B)(4). Investigation result of flare detached. Investigation results: visual evaluation of the returned device found that the flare was detached. The handle cannula was in good condition and the wire was kinked in the middle of the device. There was evidence of flaring process. Functional testing could not be performed due to the flare detachment. The complaint was confirmed; the flare detachment prevented the snare loop from extending. The failures found were most likely due to tortuous anatomical and/or other operational factors encountered during the procedure; therefore, the most probable root cause classification for this event is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a colon mucosa dissection procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician attempted to manipulate the device however, the snare failed to retract. They used another second rotatable medium oval snare and encountered the same issue with failing to retract. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; flare detached.